Event description:
Customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 5 days, with symptoms of redness, inflammation, itching, blisters, and weeping at the sensor site. The customer had contact with a dermatologist who prescribed topical flixovate 0.005% (fluticasone- a corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Manufacturer narrative:
The reported sensor has been returned and investigation is pending. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 5 days, with symptoms of redness, inflammation, itching, blisters, and weeping at the sensor site. The customer had contact with a dermatologist who prescribed topical flixovate 0.005% (fluticasone- a corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.